Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, crease fold, and missing a piece of shell (0-25%). Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken crease on the radius and wear abrasion. Based on the device analysis the final assessment was a sharp broken crease on the radius assessed as fold flaw opening, and missing shell assessed as inconclusive.